Event description:
Legal claim with medical records state that the patient suffers from abnormal metal ion levels and soft tissue reaction to the metal ions, as well as metal sensitivity.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges metallosis, pseudotumors, decreased range of motion and restricted walking/standing and endurance. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.